Manufacturer narrative:
Pt info: unk. This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm013.2 implantable collamer lens, -5.0/+2.0/166 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2017. The reporter indicated the patient experienced refractive change overtime and the lens remains implanted. The surgeon plans to explant and exchange the lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
The reporter indicated the lens remains implanted. The patients current condition is visual acuity is not as good as it should be but the patient condition is ok. Claim#: (B)(4).